Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, a cracked reservoir tube lip, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 100 mg/dl. The customer did not recall any significant events leading up to the alarm. She was advised to revert to a back-up treatment plan. Nothing further was reported.